Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was loosely coiled, outside a carrier hoop. A break in the outer pebax layer was observed 10.5 cm from the base of the strain relief, this break exposed 4.8cm of elongated inner braid of the catheter. The rest of the entire device including the catheter hub and shaft was inspected for any fm or defects; no further defects were noted. A coating confirmation test was carried out, no coating defects were noted. The strain relief was removed and the area underneath the strain relief was inspected for any defects, no kinks or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device got separated. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion located in the left liver. During preparation, the physician noticed that the outer shell and inner core of the device got separated. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.

Event description:
It was reported that the device got separated. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion located in the left liver. During preparation, the physician noticed that the outer shell and inner core of the device got separated. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.